Manufacturer narrative:
This case is received by (B)(4) on august 10, 2017 from a patient. E2011015.

Event description:
(B)(6) 2017 - a patient received gel-one injections in both knees for arthritis-related pain. The patient lost consciousness, and they had to use something to revive the patient. According to the patient, it has been over 10 years since the patient last "fainted". Although the shot was extremely painful, the patient does not think the pain caused the loss of consciousness. The patient's blood pressure is good, probably on the low-end of normal.